Manufacturer narrative:
Pt information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a faulty intraocular lens (iol) was implanted. The surgeon then observed that the lens was split. The iol was removed and replaced with a new lens of the same diopter. The patient is reportedly fine with no complications.

Manufacturer narrative:
Additional information:- section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 14, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that only half of the suspect lens was returned along with a detached haptic. The lens was cleaned and inspected under magnification revealing lens damage on the center and outer portion of the optic, consistent with a lens that was cut and explanted. Due to the returned condition of the lens, no further product evaluation could be performed. The complaint issue of lens damaged was not confirmed. The other observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.